Event description:
It was reported that a malfunction alarm occurred. The customer was unable to confirm the fault ID but performed the reset on her own. The malfunction alarm kept recurring. The customer reverted to manual injections for insulin therap. Customer¿s blood glucose level was not provided.